Manufacturer narrative:
The site reported that the light adjustable lens was explanted due to potential damage to the iol during surgery. Rxsight's first awareness was 10/18/2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing found no issues with the lens.

Event description:
The site reported that the light adjustable lens was explanted due to potential damage to the iol during surgery. Rxsight's first awareness was 10/18/2021.

Event description:
The site reported that the light adjustable lens was explanted due to potential damage to the iol during surgery. Rxsight's first awareness was 10/18/2021.

Manufacturer narrative:
The site reported that the light adjustable lens was explanted due to potential damage to the iol during surgery. Rxsight's first awareness was 10/18/2021. The device history record for the lens was reviewed. No issues were noted. The lens has not yet been received for evaluation.